Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of over infusing was verified. The event log has no evidence of the reported issue. Service trimmed the expulsor to bring the device more into the nominal range of the specification to correct the issue. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd prizm vip pump overinfused 21.343, 21.207. No reported adverse effects.

Manufacturer narrative:
Additional information received that this event occurred during testing and there was no patient involvement.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. No error was found in event history log. The customer?s reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pumps delivery accuracy manufacturing specifications. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: trim expulsor. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Event description:
It was reported that the device was over infusing. No patient injury was reported.